Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: there is no patient impact associated with this complaint. The keypad was found to be peeling near the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok keypad button was unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. The flex connector was found to be not fully closed.